Manufacturer narrative:
(B)(4). Additional information: d3, d4 (model #, catalog#), e1. Correction: a1, d1, d4 (s.n). Manufacturer reference: comp-(B)(4).

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results DHR was reviewed by daybreak, please reference attached email. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code. Manufacturer reference: (B)(4).

Event description:
It is reported that the patient stated that when trying on the device the lower tray was too tight. He alleged it caused his lower premolar on the left side to loosen up. He is going to call his dentist to figure out when this can be fixed and we will proceed with a remake or new impressions once done.

Manufacturer narrative:
The device has not been returned for analysis. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).